Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 38 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.